Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-17774. It was reported the patient presented to the emergency room with inappropriate shock episodes. Upon interrogation, it was observed the implantable cardioverter defibrillator was incorrectly interpreting atrial signal. The atrial lead was undersensing triggering the classification of ventricular tachycardia. Programming changes were completed to address this issue. The patient was stable.